Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the protective sheath and stent implant were returned separately on the stylet, thus confirming the reported stent dislodgement. Visual and dimensional inspections were performed on the returned stent implant and protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the stent implant dislodged from the 3.5 x 18 mm xience alpine balloon and was located in the protective sheath. No resistance was felt during removal of the sheath. The device could not be used on the patient. A new xience alpine was used successfully for the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.